Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e222 on the monitor. A root cause could not be identified. However, based on the investigation findings, the malfunction was likely due to no video display caused by error e222 on the monitor, which appears to have resulted from a faulty cable or connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image during inspection for use. There were no reports of patient involvement.